Manufacturer narrative:
Report required by FDA for eua. Relates to (B)(4) (3014862188-2022-00617, 00619: tests 1 and 3 of 3).

Event description:
User reported 3 false positive results. Negative by pcr and antigen test. This is report 2 of 3. Relates to (B)(4) (3014862188-2022-00617, 00619: tests 1 and 3 of 3).